Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt within an unspecified calcified and severely tortuous upper arm vein. This 4.0 x 40/80 (4f) sterling balloon catheter was selected and ruptured at 10atms upon the first inflation. The procedure was continued with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).